Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (returned to rrc on 2022-11-17). The evaluation/investigation at the rrc confirmed the occurrence of the reported ¿red/purple image¿ and traced the image varying in color (purple/green) back to a defective r-unit. Thus, the reported incident was attributed to component failure. Also, the rrc found that the light transmission does not meet the required specification which was caused by broken optical fibers. Thus, this damage was attributed to use error. In addition, a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that at an unknown date/time, the video telescope displayed a red/purple image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.